Manufacturer narrative:
The doctor reported that an endopore abutment fractured. An evaluation of the fractured abutment indicated that the abutment meets product specifications and that the fracture appears to have been caused by overloading from the superstructure. This is not a product failure.

Event description:
On (B) (6), 2010, a doctor reported to sybron implant solutions that an endopore abutment fractured.